Event description:
It was reported that during a tonsillectomy procedure, an error code 3: hand piece. Another like device was used. There was no pt consequence.

Manufacturer narrative:
Eval summary: the hand piece was returned with a loose mount. The hand piece was disassembled, a torn accoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.